Event description:
It was reported that an at50ao crystalens was intraoperatively removed due to posterior capsular tear noted upon implantation of the iol into the patient's left eye. A competitor's inserter was used as a delivery device during implantation of crystalens. The lens was successfully replaced with different lens model. According to the surgeon the most likely reason for the event was pre-existing trauma. The patient prognosis is good.

Manufacturer narrative:
The lens has been requested, but has not been received by bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.